Event description:
The patient had two endeavor sprint over-the-wire (otw) drug-eluting stents implanted during the index procedure in the distal lad. Approximately 2 weeks from index procedure, the patient underwent pci after complaining of recurrent angina. The patient had an endeavor sprint otw drug eluting stent implanted in the 1st diagonal branch during the pci. The patient recovered with treatment. It was reported that the pci had no relationship to the study device. Approximately 1 year and 6 months from index procedure, the patient suffered from an episode of colitis with bleeding (gi bleed) and was admitted to hospital. The patient was treated with antibiotics and recovered with treatment. It was reported that the gi bleed was spontaneous and had no relationship to the study device. Patient was taking study medication at time of event. (Ref MFR # 9612164-2011-00812 and 9612164-2011-00813).

Manufacturer narrative:
(B)(4). Evaluation: results: (tvr/hemorrhage). Conclusion: no conclusion can be drawn.